Manufacturer narrative:
The 67, 92 - the vessel sealer instrument has not been returned to isi for failure analysis evaluation; therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post engineering evaluation) or if additional information is received. Isi has conducted a device history record (DHR) review for this device and did not find any non-conformances that were related to the reported event. Based on the information provided, this complaint is being reported due to the following conclusion: it was alleged that during a da vinci-assisted surgical procedure, the vessel sealer instrument intermittently sealed the patient¿s tissue. There was no report of any patient harm or adverse outcome. However, it is unknown what caused the vessel sealing issue experienced by the surgeon.

Event description:
It was reported that during a da vinci-assisted gastrectomy procedure, the vessel sealer instrument would slowly seal the patient¿s tissue. Prior to contacting intuitive surgical, inc. (Isi) for technical support assistance, the customer reseated the sterile adapter; however, the issue persisted. The technical support engineer (tse) reviewed the site¿s system logs and found no related errors or error messages. During the technical support call, the affected vessel sealer instrument started working. The planned surgical procedure was completed and there was no report of any patient harm, adverse outcome or injury. The isi field service engineer (fse) contacted the customer and verified that the site reseated the vessel sealer instrument and the sealing issue was resolved. On 2/14/2018 isi received additional information from the site¿s circulating nurse who initially reported this complaint. According to the circulating nurse, the surgeon was using the vessel sealer instrument to seal fatty tissue when it was noted that the vessel sealer instrument intermittently slowly sealed the patient¿s tissue. The surgeon made the decision to complete the procedure using the instrument in its stated condition. According to the circulating nurse, she did not notice how long the instrument¿s sealing cycle was. It was observed that there was bubbling tissue and sometimes there was not. There was no excessive bio-debris noted on the jaws of the instrument. The circulating nurse indicated that there were no post-operative complications experienced by the patient due to the sealing issue and it is unknown if the affected vessel sealer instrument is available for return to isi for failure analysis investigations.